Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33 lot# v390743, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had slight bladder infections and was given antibiotics. It was noted this occurred a couple day prior to report and the patient was given cipro.